Event description:
Patient reported she has problems fitting the syringe into the pump sometimes. She states that she's had pump maybe for 5 yrs. Syringes wont click in like they used to. Replacement pump being sent to patient. The suspect device serial number was not provided by the patient. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, replacement pump sent to patient. No further information provided. Diagnosis for use: intravenous immunoglobulin other.